Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The aware date should be 02jan2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. The event can be detected and prevented by handling the device in accordance with the instructions for use which state: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: up/down knob cannot be locked securely due to wear of forceps elevator lever, displayed ultrasound image is defective with missing elements due to damage on ultrasonic probe, distal end is deformed, adhesive on bending section cover has wear, the forceps raising angle does not meet the standard value due to wear of knob wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera ii ultrasound gastrovideoscope forceps angulation is not correct. During the device evaluation, it was found that there was a gap of adhesive on the distal end / stain entered inside the lens through the gap. There is a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.